Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air ingress occurred when catheter was inserted into the sheath. The catheter was taken out and resinerted into the sheath but air continued to be drawn. The sheath was replaced, no further issues were encountered, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air ingress occurred when catheter was inserted into the sheath. The catheter was taken out and resinerted into the sheath but air continued to be drawn. The sheath was replaced, no further issues were encountered, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.